Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, total occlusion of the target vessel occurred. In (B)(6) 2010, the patient presented with unstable angina and cardiac catheterization was recommended. The 95% stenosed and 30mm long first target lesion was located in the proximal left anterior descending artery (lad) with a reference diameter of 3.50mm. The first target lesion was treated with pre dilation and placement of the 3.0x32mm taxus liberte stent, resulting in 9% residual stenosis post dilation. The 75% stenosed and 30mm long second target lesion was located in the 2nd obtuse marginal (om2) with a reference diameter of 3.00mm. The second target lesion was treated with pre dilation and placement of a 3.0x32 taxus liberte stent, resulting in 9% residual stenosis post dilation. In (B)(6) 2012, the patient presented with substernal chest pain on exertion radiating to the jaw and associated with dyspnea and diaphoresis. Coronary angiography revealed 100% occlusion om2. No intervention was performed for the 100% occlusion noted in om2. The patient was referred for percutaneous coronary intervention procedure for a non target vessel revascularization located in the rca. The following day the event was considered as resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).